Manufacturer narrative:
Manufacturer's ref#: (B)(4). Only the charger was sent in, no cord or adapter was returned. The event is linked to the trended case. Manufacturer's investigation: technical investigation concluded: a device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation concluded: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well-known and used standard but can mechanically break down. The clinical investigation concluded: clinical evaluation of the event: the case involves a charger that caught fire where plugged in. The charger was left plugged in on the counter and the patient smelled burned. There has been no patient harm. It is unknown if the original charger and cord were used. Based on the result from r&d investigation from trended case, clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. Additionally, use of non-original equipment could have contributed to the event. The user guide does include caution to address this risk; [?]use only accessories intended for use with your hearing aids'. Clinical evaluation: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
On (B)(6) 2022 it was reported that a charger caught fire where plugged in. Follow up information received on 29-dec-2022. The event happened around the 20th of november and the charger was left plugged in on the kitchen counter and the patient smelled burning. No harm to the patient reported. The patient was not in contact with a authorized medical practitioner. Unknown if the original plug was included. The device was bought 13-feb-2020. Hearing care professional has recommended to not leave the charger plugged in unless using. Replacement charger already shipped to customer on (B)(6) 2022. No further information expected.